Event description:
It was reported that the bd eclipse¿ needle hub was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "needle is with the fitting part in the melted syringe."

Manufacturer narrative:
Batch history (DHR) analysis, maintenance records and quality notifications were performed and no occurrences were found for this batch. Sample and picture were not sent for evaluation, so it was not possible to confirm the complaint for the defect and determine the probable root cause. In the manufacturing process there are measures to avoid this failure mode, in the packaging process and according to the control plan, there are visual inspection activity of needle each 02 hours in sample size of 40 pieces. In the same way and during the assembly process, the visual inspection activity of needle every 02 hours in sample size of 50 pieces. Each machine related has one vision system for inspecting the all needles during process. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance is found a quality notification is issued, the batch is locked for final analysis and decision. The indicators of production versus quality are monitored so that this mode of failure can be measured and trended.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle hub was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle is with the fitting part in the melted syringe.".